Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: (B)(4), ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system is powered on, the monitor shows "no signal" and the camera does not beep. The fan can be heard cycling. There was no patient involvement.